Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/chronic pain"), genital haemorrhage ("heavy bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst. Concomitant products included medroxyprogesterone (depo provera) and oxycodone since (B)(6) 2007. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("painful menstrual cycles/dysmenorrhea,"), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2017, 7 years 11 months after insertion of essure, the patient experienced procedural pain ("following the removal surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy to remove the essure devices) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea and procedural pain was resolving and the genital haemorrhage, abdominal pain lower, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: full occlusion of fallopian tubes ultrasound scan vagina - on (B)(6) 2013: no evidence of acute pelvic abnormality; on (B)(6) 2017: unremarkable uterus & lt, rt ovary not visualized transvaginal pelvic ultrasound report:impression: small septated ovarian cysts bilaterally. Ultrasound follow up after patient¿s next cycle should be considered. Small amount of fluid in the endocervical canal. Surgical pathology report: uterus and fallopian tubes, total hysterectomy and bilateral salpingectomy: fallopian tubes: bilateral benign fallopian tubes. Paratubal cysts. Medical/surgical hardware; gross examination only. Gross description: there is a gray, metallic coil inserted into the lumen of each tube. The coils continue into the uterine cornu most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia). Case medically confirmed. Ablation marked for menorrhagia,historical, concomitant condition and relevant lab data were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/chronic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and genital haemorrhage ("heavy bleeding") in a 41-year-old female patient who had essure (batch no. S8s65-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, genital bleeding, vaginal bleeding, abdominal pain, hernia, gangrene, pain (sharp pain.), groin pain, diarrhea, chronic back pain, bloating, change in bowel habits, gerd (symptoms.), hydronephrosis (mild.), peritoneal adhesions, uterine fibroid and retroverted uterus. Concomitant products included antidiarrhoeal microorganisms (probiotics), dicycloverine hydrochloride (bentyl), medroxyprogesterone (depo provera), oxycodone hydrochloride (oxycontin) and oxycodone since (B)(6) 2007. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, 7 years 11 months after insertion of essure, the patient experienced procedural pain ("following the removal surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy to remove the essure devices) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea and procedural pain was resolving and the menorrhagia, genital haemorrhage, abdominal pain lower and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2013: no evidence of acute pelvic abnormality; on (B)(6) 2017: unremarkable uterus & lt, rt ovary not visualized. Transvaginal pelvic ultrasound report:impression: small septated ovarian cysts bilaterally. Ultrasound follow up after patient¿s next cycle should be considered. Small amount of fluid in the endocervical canal. Surgical pathology report: uterus and fallopian tubes, total hysterectomy and bilateral salpingectomy: fallopian tubes: bilateral benign fallopian tubes. Paratubal cysts. Medical/surgical hardware; gross examination only. Gross description: there is a gray, metallic coil inserted into the lumen of each tube. The coils continue into the uterine cornu. On (B)(6) 2009:: hysterosalpingogram showed there are no filling defects noted. Fallopian tubes are not identified. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: genital bleeding, vaginal bleeding, pelvic pain, dysmenorrhea, menorrhagia". Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is not valid). Incident. No valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/chronic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and genital haemorrhage ("heavy bleeding") in a 41-year-old female patient who had essure (batch no. S8s65) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, genital bleeding, vaginal bleeding, abdominal pain, hernia, gangrene, pain (sharp pain.), groin pain, diarrhea, chronic back pain, bloating, change in bowel habits, gerd (symptoms.), hydronephrosis (mild.), peritoneal adhesions, uterine fibroid and retroverted uterus. Concomitant products included antidiarrhoeal microorganisms (probiotics), dicycloverine hydrochloride (bentyl), medroxyprogesterone (depo provera), oxycodone hydrochloride (oxycontin) and oxycodone since december 2007. In may 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea,") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On(B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, 7 years 11 months after insertion of essure, the patient experienced procedural pain ("following the removal surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy to remove the essure devices) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea and procedural pain was resolving and the menorrhagia, genital haemorrhage, abdominal pain lower and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) -2013: no evidence of acute pelvic abnormality; on (B)(6) 2017: unremarkable uterus & lt, rt ovary not visualized transvaginal pelvic ultrasound report:impression: small septated ovarian cysts bilaterally. Ultrasound follow up after patient¿s next cycle should be considered. Small amount of fluid in the endocervical canal. Surgical pathology report: uterus and fallopian tubes, total hysterectomy and bilateral salpingectomy: fallopian tubes: - bilateral benign fallopian tubes. - paratubal cysts. - medical/surgical hardware; gross examination only. Gross description: there is a gray, metallic coil inserted into the lumen of each tube. The coils continue into the uterine cornu on (B)(6) 2009:: hysterosalpingogram showed there are no filling defects noted. Fallopian tubes are not identified ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: genital bleeding, vaginal bleeding, pelvic pain, dysmenorrhea, menorrhagia". Most recent follow-up information incorporated above includes: on (B)(6) -2018: essure lot number was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/chronic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles") and abdominal pain lower ("cramping"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2017. On (B)(6) 2017, 7 years 11 months after insertion of essure, the patient experienced procedural pain ("following the removal surgery, plaintiff suffered a painful post-operative recovery"). At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain lower and procedural pain was resolving. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, pelvic pain and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - (B)(6) 2009: full occlusion of fallopian tubes incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.